Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2014 and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch ping meter read inaccurately. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated that the alleged inaccuracy began on (B)(6) 2013 at 12:28 p. M. When she obtained a blood glucose result of ¿180 mg/dl¿ with the subject meter. The patient manages her diabetes with an insulin pump and stated she administered a bolus of 1.6 units of insulin (unknown type) in response to the alleged inaccurate result(s). The patient stated ¿she thought the result was a little high¿, so she retested with the subject meter and at 12:34 p. M. Obtained a result of ¿144 mg/dl¿, at 12:36 p. M. Obtained a result of ¿80 mg/dl¿, and at 12:37 p. M. Obtained a result of ¿72 mg/dl¿, performed within 20 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceed the expected value of less than or equal to 20%. The patient stated she ¿ate a little more food¿ to cover for the bolus she had already took. The patient denied developing any symptoms and receiving any treatment. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The cca did walk the patient through a control solution test and it fell within the appropriate control solution range. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.